Event description:
It was reported by the patient that after their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted, they experienced dyspnea. The patient stated that they were told the physician punctured their lung during the implant procedure. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.